Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient's old device catheter was not working properly and was shrinking. There were no reported symptoms. No further complications were reported.